Event description:
Pt's one touch meter was reported to have missing segments on the display. This issue was not resolved with troubleshooting. Pt "guessed" at times what their glucose level was and took insulin based on that. No adverse event report. No further clinical info was provided.